Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 1.5 months after the dental implant was placed in ada site 4 in the mouth, the implant lost osseointegration. Clinician noted patient's bruxism. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 1.5 months after the dental implant was placed in ada site 4 in the mouth, the implant lost osseointegration. Clinician noted patient's bruxism. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).